Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. Further analysis could not be performed.